Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping every six hours due to out of range pace impedance measurements on a competitor right atrial lead. Boston scientific technical services (ts) discussed that checking the device with a programmer will turn the tones off. No adverse patient effects were reported.

Event description:
Additional information noted that this device was reprogrammed to a higher pace impedance upper limit and an x-ray did show a lead fracture.